Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 320 mg/dl. The customer stated that she tried several batteries but could not get the insulin pump to turn on. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.